Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to loose infinity tibial tray.

Manufacturer narrative:
Correction - h6 (results code and conclusion code) the reported event could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that the tibial component shows clear radiolucence and subsidence. Hence, loosening and migration is confirmed. Talar component shows minor radiolucence. Hence, no clear sign of loosening and migration are visible. Based on investigation, the root cause was attributed to a patient related issue. The failure is caused by subsidence of tibial components and radiolucency of talar component. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to loose infinity tibial tray.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.